Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as welts from garment digging into skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibiotic cream for the skin irritation. Follow up indicated that the skin irritation improved